Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Event description:
It was reported that the patient had a right total elbow arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2015 due to a fracture of the ulna stem and allograft. The ulna stem and allograft were replaced and wires with plates were implanted.